Manufacturer narrative:
The cause of the discrepant falsely elevated pt result is unknown. However, analysis of the instrument data revealed no systematic failures or qc failures and is suggestive of a sample integrity or sample handling issue causing the non-repeatable elevated result. The event is an isolated incident. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated prothrombin time (pt) result was obtained on a patient sample on the bcs xp instrument system. The patient result was reported to the physicians. The repeat test of the sample provided a lower result in the normal reference range. Patient treatment was altered or prescribed on the basis of the falsely elevated pt result. A cardiac catheterization was cancelled on the basis of the high results. There is no indication of adverse impact to the patient due to the falsely elevated pt result or the procedure cancellation.